Event description:
Information received by medtronic indicated that the stopcock became detached from the side port tubing post procedure. This occurred as the physician was removing the cryoablation catheter from the sheath. The physician was able to reattach the stopcock and remove the devices without any adverse event to the patient.

Manufacturer narrative:
The returned device and was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed the stopcock distal end luer was completely detached from the the side port tube proximal end. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.